Event description:
Caller reported large air bubbles or gaps in the tandem mobi cartridge, which were observed during pumping. Blood glucose level did not exceed 500 mg/dl, and no adverse impact to the customer¿s blood glucose level was reported. Caller was able to resolve the issue by using the fill rod to force air bubbles out of the cartridge before loading it onto the pump. Large bubble gaps were no longer present after priming with the fill tubing feature, and the customer was able to resume insulin therapy.